Event description:
On behalf of the customer, the distributor in japan reported issues with the 60-5274-032, spatula electrode with stealth ER 5mmx32cm, lot # 202012071 and 60-6010-003 universal plus straight handle, lot 202101224 that was recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates during surgery the spatula electrode came off the shaft part. It is indicated there was no patient impact /injury and the procedure was completed with no reported delay. Additional information received notes the failure was found just before the surgery, but it was not an obvious failure when the surgeon opened the package. Although there is limited information, the issue occurred prior to use and there was no patient impact, conmed japan will be filing this incident to the pmda health authority. Because of this pmda filing, a us FDA report will be filed against the 60-5274-032 with the 60-6010-003 listed as concomitant. There is no allegation of defect concerning the 60-6010-003. Clarification was received that indicates the issue did occur during a surgical procedure (not before surgery as previously reported). The additional information received does not impact the reporting determination. This report is still being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's reported event of ¿spatula electrode came off the shaft part¿ is confirmed. One 60-5274-032 was received opened in original packaging. The lot number of the device, 202012071 was verified based on returned packaging. A visual inspection found the spatula electrode had detached from the internal metal tubing. The weld marks were found on the spatula and on the internal metal tubes. The returned device exhibits the reported claim however a root cause cannot be established. A two-year lot history review was conducted and found no other similar events reported for this lot number. The manufacturing documents from the device history record (DHR) have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in (B)(6) reported issues with the 60-5274-032, spatula electrode with stealth ER 5mmx32cm, lot # 202012071 and 60-6010-003 universal plus straight handle, lot 202101224 that was recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates during surgery the spatula electrode came off the shaft part. It is indicated there was no patient impact /injury and the procedure was completed with no reported delay. Additional information received notes the failure was found just before the surgery, but it was not an obvious failure when the surgeon opened the package. Although there is limited information, the issue occurred prior to use and there was no patient impact, conmed (B)(6) will be filing this incident to the pmda health authority. Because of this pmda filing, a us FDA report will be filed against the 60-5274-032 with the 60-6010-003 listed as concomitant. There is no allegation of defect concerning the 60-6010-003. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to conmed (B)(6) pmda filing.